Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of incident was 570 mg/dl. Customer stated that they had not been able to control high blood glucose using insulin pump. Customer reported symptoms related to such as shaking and agitated. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.